Manufacturer narrative:
(B)(4). The device was found to operate within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked after filling. The location of the leak was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 10, 2014 to april 11, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection fluid was observed within the package which contained the device and the blue winged luer cap was noted to be untightened. The blue winged luer cap was tightened and the device was leak tested with no issues. The reported problem was verified. The cause of the problem was the loose blue winged luer cap. Should additional relevant information become available, a supplemental report will be submitted.